Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot# n3b0546y) sigadaptstnd, sig power sigadaptstnd linear adapter (sn# (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colon resection, the cycle test was performed when the 60mm reload was connected. The reload was articulated, and the indicator shown zone three when the jaws were closed. During firing, a strange click sound was heard immediately after pressing the green button, and the firing was stopped, and it was unable to fire. The surgeon had difficulty opening the jaws. The reload was articulated, but it did not return to the neutral position. The surgeon noticed that something was protruding from the proximal side of the reload due to articulation and it could not be removed from the 12mm trocar. The reload was removed from the patient along with the trocar. A manual handle with a new 60mm reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.